Manufacturer narrative:
Investigation summary: DHR review for batch 6242921: manufacturing dates: 09/15/2016 to 09/18/2016. Batch quantity was 285,000. All visual inspections were performed as per requirement with no quality notifications related to the complaint defects. Batch 6242921 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. No samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd integra¿ syringe with detachable needle had 40 plus syringes that were defected. Some leak around the seal and some were already deployed in sealed packages. Syringes were discarded. Found prior to use. No serious injury or medical intervention noted.